Event description:
It was reported that a heavily tortuous and calcified, eccentric, de novo, 100% stenosed lesion in the mid to proximal circumflex coronary artery (cx), was pre-dilated with two different non-abbott balloon dilatation catheters (bdc). A promus rx 2.5x28mm stent delivery system (sds) was advanced but would not cross the lesion. Another balloon dilatation was performed and a second attempt was made to advance the same promus rx but it would not cross the lesion. When the sds was being withdrawn, the proximal portion of the stent bumped into the unspecified guide catheter tip and the stent struts flared. The stent remained stationary on the balloon. The sds was further withdrawn separately from the guide wire and the stent dislodged in the brachial artery. No force was used on removal of the device from the anatomy. Intervention was successfully performed to snare the dislodged stent and remove it from the anatomy. The procedure was stopped and will be rescheduled for a later date. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion blue; guide cath: sheathless pb3.5sh. (B)(4): incorrect removal and re-insertion. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported for difficult to remove or stent retention issues for this lot. It was reported that after the initial attempt to cross, the stent delivery system (sds) was removed and re-inserted into the anatomy. It should be noted that the (B)(4) promus instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. [Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or/and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter.] Additionally, it was reported that the sds was withdrawn separately from the guide wire and the stent dislodged in the brachial artery. The IFU states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. In this case, it appears that the IFU deviations contributed to the difficulty to remove, stent damage, and stent dislodgement. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.